Manufacturer narrative:
Date sent to FDA: 04/15/2020. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain and recurrent right inguinal hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient had partial removal surgery with neurectomy on (B)(6) 2017 during which the surgeon noted ¿removal of previous mesh, as well as removal of ilioinguinal femoral nerve that was entrapped with the mesh¿ and ¿the mesh, could not be removed, was left alone as this is part of the phs system.¿ no additional information is provided.